Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had dizziness. Stored episodes showed oversensing and noise on the right ventricular (rv) lead. Also no capture was observed. The lead remains in use and the patient will continue to be followed closely. No further patient complications have been reported as a result of this event.